Manufacturer narrative:
Event date: unknown. Device is an instrument and is not implanted/explanted. Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records was completed: the manufacturing documents were reviewed and no complaint related issues were found. Device was used for treatment, not diagnosis. Placeholder.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: patient with a non-union in a l1 osteoporotic fracture was reduced and fixated with uss fracture. The reduction and fixation was successful. The fractured vertebra was injected with chronos inject. Around three days later the patient got sick with increasing local back pain and fever. Only the injected vertebra was infected which was proven by cell cultivation. The implants were replaced and exchanged with new implants. Everything indicates that the chron os inject was infected inside the package. The patient is currently improving but is still on antibiotics. This is report 3 of 3 for complaint (B)(4).